Event description:
It was reported that approximately three years post stenting with the xience v stent in the proximal right coronary artery (rca), the patient had intermittent right subscapular pain radiating to the right arm and axilla. Approximately one month later, the patient underwent percutaneous coronary intervention in the distal rca and the mid left anterior descending coronary artery. The condition resolved. Approximately 3.7 years post procedure, the patient expired of unknown cause. An autopsy report was not available. There is no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (reported as angina start date: (B)(6) 2011). There were no reported product deficiencies. The reported patient effects of angina and death are listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.